Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Critical ram parity error occurred in address 28 8d on (B)(6) 2016. Por severity is low so the device should be able to fully recover after reset.

Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset. No parameters were changed. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.